Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. As received, the electrode belt failed a functional te (therapy electrode) fall-off test. Upon investigation, there was an open pulse wire inside the trunk cable. The cause of the test failure and reported messages was isolated to the open wire. The root cause of the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient using the belt was receiving "check therapy pad" messages.